Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that a cre balloon dilatation catheter (unknown model/catalog number) and alliance inflation system were used during an esophagogastroduodenoscopy (egd) procedure with dilation performed on a female patient on (B)(6) 2010 (patient's exact age and weight are unknown). According to the complainant, the balloon (outer diameter of 10-11-12mm) was used to dilate a distal esophageal ring and thrombotic stricture to 12mm. The procedure was successfully completed and the patient was discharged from the hospital. There were no alleged malfunctions of either the cre balloon dilatation catheter or the alliance inflation system used in the procedure. On (B)(6) 2010 the patient returned to the hospital with pain. Esophageal imaging was performed and the patient was diagnosed with a distal esophageal perforation. On that day, she was transferred to a separate facility for treatment. A stent (unknown brand/model) was placed to treat the stricture. The patient's condition post stent placement was reported to be great.

Manufacturer narrative:
Patient age and weight are unknown. Patient is over 60 years old. The complainant was unable to provide the device model, catalog number and lot number. Therefore, the manufacture and expiration dates are unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation has not been performed; the cause of the reported malfunction is undetermined.